Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt experienced abdominal pain, vaginal discharge and discomfort, infection, and other complications. The pt reported the device was removed. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "infection".